Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome one time. The last repair was (B)(6) 2016 where it was reported that the device will not turn on and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on august 22, 2011, and is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor nicks throughout the housing. It was observed that the leading edge of the control bar and the hand piece appeared to be in good condition. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was slightly behind the leading edge of the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the device operated within motor speed specifications. Prior to repair, the device operated within motor speed specifications but was outside calibration and side to side specifications at the zero thickness setting. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring and calibrating shaft. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. No testing was able to be performed to try to replicate the reported event. The IFU states to ¿depress the throttle to start the cut. Guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was producing uneven skin grafts. No patient involvement. No adverse events have been reported as a result of the malfunction.